Event description:
It was reported, during set up/inspection for use. That the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Update to d8, h2, h3, h4 and h6 coding. The device was returned to olympus for inspection and the customer's allegation of no image was confirmed. Based on the results of the investigation, the malfunction occurred due to an electrical component problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.